Event description:
It was reported that the customer alleged an incorrect pump bolus calculation was noticed after a bolus delivery, leading to a blood glucose level of 45 mg/dl. The customer managed the low blood glucose by consuming carbohydrates and glucose tablets. Technical support confirmed that the pump was functioning as intended and recommended the customer meet with a healthcare provider to discuss the correction factor and their findings.